Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been intermittently shutting off. The field service engineer (fse) found that the power outlets were damaged, plugged the power cord into an alternative power outlet, and ran diagnostics. The diagnostics revealed that the backup battery was bad, so the fse replaced it with a new battery. The customer tested the station with no issues. The fse confirmed with the customer that there were no recurring issues and that it was good to close the call. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was shutting off intermittently the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.